Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing and was taking more insulin than previous load fill tubing sequences. The customer declined further assistance from tandem technical support regarding the issue. Customer's blood glucose was 184 mg/dl.